Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007.four devices were evaluated in the field and the issue was confirmed; two devices had missing components and two devices had broken/damaged components. The devices were repaired and returned.one device could not be located by the user facility for evaluation/repair.there was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the brakes were difficult to engage or would not engage. There was no patient involvement.